Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The home patient (hp) then stated he had already changed out the supplies, but only changed out the cassette. The technical service representative (tsr) advised the hp to never disconnect and reconnect a bag. The tsr explained the set up was compromised. The tsr advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated there has been no patient injury or medical intervention reported for the hp. Per the nurse, the hp was doing well on therapy.

Manufacturer narrative:
(B)(4). Upon further review of this information there is no reason this use error would have caused or contributed to a serious injury or death. The patient did not connect to the set up after the use error.